Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced infusion set tubing detachment on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: hong kong.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011245, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6011245 was packaging according to the work instruction (wi) version 99 in the multivac 14 on 21-jan-2025, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 8: a sample was found with a loose contamination in the packaging. According to the sampling plan performed the lot was released. Sub-assembly: gluing of tubing: the tubing lot 5a02604 was glued according to the wi version 66 and manufactured, on 21-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The tubing lot 5a05906 was glued according to the wi version 66 and manufactured, on 26-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Cannula sealing: the lot 5a02629 was sealing according to the wi version 34 and manufactured, on 20-jan-2025, with a total of (B)(4) units. The lot 4m03269 was sealing according to the wi version 34 and manufactured, on 20-jan-2025, with a total of (B)(4) units. The lot 5a04027 was sealing according to the wi version 34 and manufactured, on 23-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of connector: the lot 4m03213 was glued according to the wi version 37, line #3 and manufactured, on 20-jan-2025, with a total of (B)(4) units. The lot 4m03214 was glued according to the wi version 37, line #3 and manufactured, on 20-jan-2025, with a total of (B)(4) units. The lot 4m03215 was glued according to the wi version 37, line #3 and manufactured, on 21-jan-2025, with a total of (B)(4) units. The lot 4m03216 was glued according to the wi version 37, line #3 and manufactured, on 22-jan-2025, with a total of (B)(4) units. The lot 4m03217 was glued according to the wi version 37, line #3 and manufactured, on 23-jan-2025, with a total of (B)(4) units. The lot 4m03218 was glued according to the wi version 37, line #3and manufactured, on 25-jan-2025, with a total of (B)(4) units. The lot 4m03219 was glued according to the wi version 37, line #3 and manufactured, on 20-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.